Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer experienced a blood glucose of 487 mg/dl due to a site failure. Insulin was found pooling on the customer's skin when the site was removed. The customer experienced slight fatigue and mild dehydration as a result of their hyperglycemia. No further details were provided. Troubleshooting did not occur. The insulin pump was not returned for analysis.